Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, drainage, and infection at the needle puncture site which occurred three days after the sensor had been inserted into the thigh. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient removed the sensor to find it red, sore, and ¿oozing¿. It was also noted the patient had the same type of issue with his insulin pump (brand not specified), which is why he stopped using it. He called his doctor and was advised to go to the emergency room (ER) for evaluation. At the ER, the patient was prescribed oral penicillin. It was not specified how long the patient was in the ER prior to discharge. The patient stated that the area was still sore and draining at the time of report. No additional event or patient information is available.